Event description:
Pt underwent replacement of his shoulder in 1999. Pt has recently been advised by his physician that the shoulder prosthesis has "come apart". Pt has not yet undergone revision surgery.